Event description:
Foreign distributor contacted dexcom technical support on behalf of the patient on (B)(6)2015 to report possible out of range issues on (B)(6) 2015. Patient did not report any injury or medical intervention. The patient is using a out of warranty receiver.

Manufacturer narrative:
(B)(4). The complaint device was not returned and data was not provided. The reported event of possible out of range issues cannot be confirmed and a root cause could not be determined. Additionally, the receiver is out of warranty. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the receiver product specifications that the receiver has a limited warranty of 12 months.